Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported seroma around the implant and local pain. Further reported was sensory disturbances in the extremities which have been deemed not related to the device. Affected side is left. The device remains implanted.